Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) target lesion during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the index procedure. Approximately sixteen (16) days post index procedure the patient expired. According to the medical records, it was felt that the patients' dementia was exacerbated by the anesthesia given during the index procedure. He ultimately wound up having difficulty swallowing and aspirated and was being treated for pneumonia. His living will indicated that he did not want a feeding tube and that was what was recommended for his swallowing difficulty. He was placed into hospice care for comfort measures and expired several days later. The patient's death was graded as "other" and was reported to be unrelated to the index procedure/device or any cordis product. The event was captured as aspiration pneumonia. Addendum: after clinical review of the adjudication minutes, the adverse event (ae) of death (neurological) was added.

Manufacturer narrative:
The patient was an (B)(6) man with a history of both right and left carotid endarterectomies (dates unknown), restenosis at the site of cea, a stroke (date unknown), cad, hypertension, copd and hyperlipidemia. On (B)(6) 2011, he underwent the index procedure with delivery of the angioguard, pre-dilatation and placement of one precise rx stent in the left proximal ica. The site reported a 10% final residual stenosis with no dissection. The post-procedure neurological exam was unchanged when compared to baseline with an nih stroke scale score of 0. The rankin stroke scale score was not done. The site reported no maes and the patient was discharged on (B)(6) 2011, on asa and clopidogrel. He returned to the emergency room that night ((B)(6) 2011), with mental status changes and complaints of a productive cough. The summary note documents "typical symptoms of dementia" over the past several months which had been getting progressively worse. On admission, he was found to have a right middle lobe infiltrate and was thought to have aspirated. Antibiotics were started. Neurologically, the patient was awake and would follow simple commands. He was oriented x 0-1; knowing only his name. His mental status was reported to fluctuate at times. A CT scan showed no intra-cranial bleed. A repeat CT scan (date and time unknown) showed no acute pathology. Swallowing studies revealed severe oral and pharyngeal dysphagia with abnormal tongue pumping and retention of 90% of all textures tested; he was positive for aspiration of all consistencies. A physician noted that in his impression, the patient's dementia had progressed to the point of his dysphagia. Another physician noted that anesthesia had "probably exacerbated his dementia". On (B)(6) 2011, a neurology consult noted: the patient had left carotid stenting (B)(6) days ago and subsequently developed neurologic changes and some mild metabolic abnormalities. The patient cannot give history; his baseline is described as demented and his CT scan shows a diffuse atrophy; the cause of dementia is uncertain. Cranial nerves were non-focal and motor power was about 3. The impression was: "confusion is associated with loss of language function, both speaking and understanding what is said. This may be due to ischemia in left cerebral distribution. Some dementias are associated and old stroke may become more apparent, and therefore, the deficit is more apparent in encephalopathy." A feeding tube was recommended; however, the patient had an advance directive in which he indicated he did not want this treatment. His wife, who had power of attorney, and daughter agreed and no tube was placed. Palliative care was recommended and on (B)(6) 2011, he was transferred to a hospice facility. On (B)(6) 2011, the patient expired. No further information has been provided. The product was not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15299166 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The specific cause of the patient's death was not provided. It is likely that the patient's significant history, his deteriorating condition leading up to the procedure and the patients respiratory involvement were significant contributors to his death. However, because of the patients presentation a neurological etiology cannot be ruled out which may have been a result of the index procedure.

Manufacturer narrative:
The patient was asymptomatic for the index procedure. The proximal lica target lesion was reported to be: a 95% stenosis, 2.0 mm length, absent of thrombus, 5.0 mm. Reference diameter, mildly tortuous, and eccentric. The lesion was pre-dilated. A six (6) mm. Angioguard embolic protection device was used for the procedure. The residual stenosis was 10%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.